Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the inoperable keypad with an intermittent keypad response from every key but the 1st and 2nd soft keys, which was experienced during evaluation. It was found to be caused by a failed input/output printed circuit board (I/o pcb). The I/o pcb was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump had a keypad failure. It was also reported that there was no patient involvement.